Event description:
Procedure: sigmoid resection. According to the reporter: the blue seal in the upper part of the trocar went through the patient's stomach, when they used a towel through the optical trocar. They were able to remove all the pieces from the patients cavity. The surgical time was not extended by more than 30 minutes due to the product problem. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).